Manufacturer narrative:
Date sent to FDA: 9/11/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery and umbilical and incisional hernia repair surgery on (B)(6) 2019 during which the surgeon noted dense adhesions to the mesh. It was reported that the patient experienced severe pain, nausea, vomiting, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.